Event description:
It was reported that the patient had the device removed 2 days after having it implanted. It was then stated that she had the device for a maximum of a week. This was due to her not being able to take the pain. She had thought she had the entire system removed but, upon having an MRI a few months ago, she found the cables were still there. She was having pain and had been having pain since the device was implanted 6 years prior to this report. The patient was wondering if the cables were causing it. Follow-up was performed to determine if any troubleshooting had occurred, if the cause had been determined, if any further intervention had occurred, and if the issue was resolved. This event will be updated if additional information is received.

Manufacturer narrative:
Concomitant product: product ID neu_unknown_lead, lot # unknown, product type lead; product ID neu_unknown_lead, lot # unknown, product type lead. (B)(4).